Event description:
A hospital reported to our rep that kinking of the tubing of the infant nasal cannula occurred while on the rt329 infant breathing circuit. The pt was inside an isolette that had somehow closed on the cannula. The pt had decreased saturation levels, but no additional adverse reaction resulting from the incident was recorded, according to the hospital. The cannula was discovered to be kinked by the respiratory therapist and the saturation level returned to normal once the tube was unkinked. The humidifier also issued either a low flow or high temperature alarm due to lack of flow and causing the heat to increase. The hospital continued to use the cannula after they fixed the kink.

Manufacturer narrative:
Method: the device is not being returned. Information provided is based on the event description. Results: the tubing of the cannula when subject to pressure by an object can be bent and thereby kink and possibly occlude. The kink can quickly and easily be corrected by the caregiver. Conclusion: it appears that when isolette had somehow closed on the cannula as stated in the event description, this meant the isolette wall had caused the tube to kink. Monitoring of the infant's oxygen saturation levels by the hosp detected the drop in saturation and allowed the caregiver to immediately unkink the cannula tubing and continue application of the oxygen therapy by nasal cannula.